Manufacturer narrative:
A product development evaluation was completed: the tfna blade/screw guide sleeve (03.037.017) was received at the investigation site. Visual inspection reveals deformation of the circular tube into an oval near the tip of the device. The fit was tested with another wire guide sleeve (lot: 9326775). The fit became tight as the wire guide sleeve reached the deformed portion of the blade/screw guide sleeve. After visual inspection and testing with additional instruments, proper functionality of the wire guide sleeve was confirmed and deformation of the blade guide sleeve was found to be the cause of the improper fit. The complaint description mentions that the malfunction was discovered after sterile processing. It is likely that the parts were mishandled during sterile processing leading to the deformation. It is also possible that the surgeon tilted the blade/screw guide sleeve while removing from the aiming arm causing the same deflection. If this were the case, it is likely the damage wouldn¿t be noticed until after sterile processing. Damage during surgery would¿ve taken a noticeable force from the surgeon, and unlikely because there is no note about the blade guide sleeve being difficult to remove. This complaint investigation revealed no design issues or discrepancies that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 30.jan.2015, part #03.037.017, lot #9351397. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in sterile processing, after the wash, while inventorying 2 parts from a tfna set: (3.2mm wire glide sleeve) and (blade screw guide sleeve) did not fit together as they should and appeared slightly bent. Unsure how these parts were damaged since they functioned properly the last time they were used in a case. There was no patient involvement. The parts will be returned. There is no additional information. This complaint involves 1 devices. This report is 1 of 1 for (B)(4).